Event description:
Boston scientific received a device strip from a physician that displayed undersensing and a delay in detection of ventricular tachycardia due to rate smoothing. The physician was planning to use the strip in a publishing. An attempt to obtain additional information regarding the strip was made. The physician was unaware of any patient data or details surrounding the strip. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.